Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a vacuum test, a patient sensors test, a valve actuation test, a system air leak test, a teach pumps check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. It was reported that fluid had leaked out of the cassette door and onto the table. No damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The ts representative issued a replacement cycler to the patient. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received and the patient was said to be continuing their pd therapy on the new machine without further issues. The old cycler was scheduled to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact called fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. It was unknown what phase of treatment the patient was in when the leak began. It was also unknown where the leak was coming from exactly. It was reported that fluid had leaked out of the cassette door and onto the table. No damage was noticed on the cassette. The patient was able to complete their treatment by performing a manual pd exchange. Upon follow-up, it was confirmed the patient was trained to perform stat drains as well. The ts representative issued a replacement cycler to the patient. The patient¿s pd nurse was not notified of the event. However, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow-up, it was confirmed the replacement cycler was received and the patient was said to be continuing their pd therapy on the new machine without further issues. The old cycler was scheduled to be returned for manufacturer evaluation.